Event description:
The deep brain stimulator reached end of service. The hcp thought the device reached end of service sooner than expected. The device was replaced. There was no pt injury associated with the event. The pt recovered without sequela after replacement. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4) .